Event description:
It was reported that a novum iq large volume pump under-infused. This was observed during use in the emergency department; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 03/03/2025 which was listed in the original report). Additional information: h6, h11. H11: a review of the event history log identified that several infusions were ran, however the infusion parameters were not provided to determine if mis-programming occurred or a device issue occurred on the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.